Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The customer received an unspecified error message and was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat; and was hospitalized for one (1) week being administered glucose via glucose regulator for a diagnosis of diabetic coma. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.d1: corrected brand name from "freestyle libre 2" to "freestyle libre 14 day". D4: corrected model no. From "71992-01" to "71940-01".

Event description:
An error message was reported with the adc device. The customer received an unspecified error message and was unable to obtain readings. As a result, customer experienced loss of consciousness and was unable to self-treat; and was hospitalized for one (1) week being administered glucose via glucose regulator for a diagnosis of diabetic coma. There was no report of death or permanent injury associated with this event.